Event description:
The customer obtained reproducible lower than expected vitros glu dt quality control results (125, 113, 122 mg/dl versus expected value of 282 mg/dl) when using the vitros dt60 ii chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible lower than expected vitros glu dt quality control results were obtained when using the vitros dt60 ii chemistry system. Ocd service determined that the fiber optic reflectance system (fors) was operating outside of expected ranges. Ocd service replaced the fors weight damper, adjusted the fors assembly, and ran correction factors to return the instrument to expected operation. Following these actions, acceptable vitros glu dt performance was observed. There was no evidence to suggest the vitros glu dt reagent malfunctioned. The root cause of this event is instrument related.